Event description:
It was reported that increased capture thresholds and decreased r-wave amplitude were observed. Programming changes were made. Patient was fine and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.